Event description:
Cardiac tamponade, severed the svc, and 1 hour after the procedure the pt expired. The pt had end stage renal disease. Pt had been on dialysis for several years. The catheter was a left side placement, the dr. Encountered difficulties and had to adjust the catheter 3 times during the placement. After procedure under fluoro, placement looked fine. However, approx 1 hour later the pt expired.